Event description:
It was reported that during a wisdom tooth extraction that the bur broke. It was further reported that no broken pieces remained in the pt.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed for specified lot and all specifications were met.